Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted with complete laa seal noted and deployed device diameter of 22.6 mm. The patient was discharged the following day on aspirin (81 mg/day) and rivaroxaban (20 mg/day). 119 days post index procedure at the four (4) month routine follow up, transesophageal echocardiogram (tee) imaging revealed a mobile pedunculated device related thrombus (drt) on the atrial facing surface of the closure device, measuring a maximum area of 0.5cm squared. There was complete laa seal noted. At the time of the event the patient was on aspirin. In response to the event, the physicians started the patient on apixaban.